Manufacturer narrative:
The cot was lowered w/o fastening and securing all restraint straps causing the straps to bind up in the frame dislodging the base tube and hall effects slider from the slider housing.

Event description:
It was reported by service report that the cot is leaning. The cot was lowered w/o securing the restraint straps causing the straps to bind up in the frame dislodging the base tube and hall effects slider from the slider housing. There was pt involvement, however, no adverse consequences are reported.